Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue.

Event description:
It was reported that the patient was unable to place their system into MRI mode. Diagnostics revealed high impedances on the lead. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.